Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present along the pusher assembly approximately 2.5, 13.0 113.0 and 117.0 cm from the proximal end. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement of the smart coil within its introducer sheath. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01861; 3005168196-2019-01862.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The physician then attempted to advance two other smart coils; however, the same issue occurred, and therefore, they were removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.